Event description:
Add'l info received from MFR 8/18/2004: bd medical surgical quality assurance and regulatory affairs has evaluated report and samples. The condition reported has been confirmed based on the three returned samples. The samples showed signs of bending, but also had cracking in the hub area which would lead MFR to believe that there was a machine jam during the cannula assembly process in mfg. Damaged cannula are supposed to be diverted from the mfg line, but apparently reentered the product stream and was mixed with acceptable product. A review of MFR's records indicated that there have been no other incidents reported on the returned product lot number. Therefore, this appears to be an extremely isolated incident. The mfg facility will be advised of this report. All product incident reports are logged into a database that is reviewed regularly for possible emerging trends that will identify any corrective actions warranted to provide continuous improvement.

Event description:
Cannulas bent on numerous bd syringes: 10 ml syringe with blunt plastic cannula.